Event description:
The md(medical doctor) inserted a 300 cm .014 command wire through the micropuncture needle, trying to access the femoral artery. The radiopaque tip of the wire sheared off and remained in the patient's body. The md said the wire was subcutaneous and it was ok to stay there. Very calcified and tight lesion. Wire was likely angled against needle. No further action plan.